Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert for "diagnostics have been cleared due to invalid data" was noted. The diagnostics were cleared and the session continued normally. It was also noted that the device presented with emergency vvi settings with no alert. The patient would be reprogrammed and followed normally.